Event description:
It has been reported the pt has been experiencing intermittent pain at the ipg pocket site whether stimulation is in use or not. A full parameter diagnostic showed normal values. The pt is working with her pain physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.